Event description:
The surgeon reported that he was undertaking an extension on an oasys kit and that when he was aligning the poly axial head to insert rod, the tulip head allegedly snapped off. This screw had been implanted during a previous surgery and the customer reported that he was able to remove the broken screw shaft and then replace the broken screw with a new one. This was done without any complication, delay to surgery or adverse consequences for the patient.

Manufacturer narrative:
Method: device inspections and device history review.results: the screw was examined and confirmed to have a separated tulip head and to have a stripped hex head. Manufacturing files were reviewed and no anomalies were found.conclusion: based on the reported event of "aligning the poly axial head to insert rod", it is likely that the screw was (previously) placed too tight against the bone and therefore prevented polyaxiality as specified in the surgical technique.

Event description:
The surgeon reported that he was undertaking an extension on an oasys kit and that when he was aligning the poly axial head to insert rod, the tulip head allegedly snapped off. This screw had been implanted during a previous surgery and the customer reported that he was able to remove the broken screw shaft and then replace the broken screw with a new one. This was done without any complication, delay to surgery or adverse consequences for the patient.